Event description:
From clinical trial study organizer: it was reported that the device was implanted in patient for administration of clinical trial drug on (B)(6) 2010. According to report from clinical trial organizer the patient showed symptoms of infection including subfebrile temperature and swelling at infusion site on (B)(6) 2012. Patient was treated with paracetamol. The treating facility reported that tests of patient blood showed (B)(6) infection. Patient was then treated with vancomycin and ceftriaxon infusion. Device was explanted on (B)(6). Patient was discharged from hospital care on (B)(6) with no permanent adverse effects reported.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.